Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 289 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump powered up after battery installation. No pump critical error was noted. The pump was received with a white spot in the upper right hand corner of the lcd display due to corrosion on the electronic assembly. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was also received with moisture damage on the force sensor and motor. No moisture damage on the keypad assembly was noted during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, cracked battery tube threads, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.